Event description:
A (B)(6) male underwent surgery for recurrent incisional hernia repair. Mesh that was placed in a prior surgery was removed due to the pain it was causing the pt. Prior surgery was not performed at our hospital. Performed at (B)(6).